Event description:
Per the customer complaint, while the device was in use on a patient, it was stating the ventilator device was not functioning correctly, as well as not displaying accurate patient data. The patient was stated to be stable and not compromised.

Manufacturer narrative:
This incident is being re-evaluated as part of newly implemented procedures. Due to the vdr ventilator, a life sustaining device, malfunctioning while in use on a patient, this incident is deemed reportable. As stated by the customer, the vdr was not working accurately and the monitron display was reading incorrectly. The patient was stated to be stable at the time of the incident. The system was sent back to percussionaire for evaluation. It was found that the CPAP/peep knob was not completely turned off at the full clockwise position. This is assumed to be why the end user was not interpreting data accordingly. The CPAP/peep valve seemed to have been misaligned and was corrected at the manufacturing site during investigation. It was noted that the device was fully functioning and the CPAP/peep valve was able to turn off at a full clockwise position prior to customer release 6 months prior. It is unknown how the valve was manipulated. At this time, no other information is available on the incident or patient.